Manufacturer narrative:
Unable to perform displacement test, self-test, active current, and sleep current measurement tests because pump error 68 alarmed due to moisture damage to pcb1 and pcb2 boards. Confirmed pump error 68 (line number 324 file number 39) in pump download history on 06/17/2023 19:01:41.000 due to moisture damage to pcb1 and pcb2 boards. Noted pump error 49 (line number 324 file number 39) in pump download history on 06/17/2023 19:01:41.000 due to moisture damage to pcb1 and pcb2 boards. Noted pump error 53 (line number 5632 file number 2005) in pump download history on 06/17/2023 18:58:47.000 due to software error as per global logic analysis esf2610666. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. P-cap locks properly into the reservoir compartment. No blank display noted and all buttons function properly, however, j1 connector on pcb1 was locked properly but had moisture damage. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, cracked case at battery tube, and serial number label peeling. Unable to perform tests due to pump error 68. No blank display noted, and all buttons responded properly, however, j1 connector on pcb1 found to have moisture damage. Pump error 68 noted during testing and in the pump history download due to moisture damage to the electronic assembly. Pump error 49 noted in pump history download due to moisture damage to the electronic assembly. Pump error 53 noted in the pump download history due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump exposed to pool had a blank display. Pump was not turning on anymore, no response from the keypads or any buttons. Troubleshooting was performed and found customer called with keypad anomaly complaint. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.